Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The returned device was visually examined, and the following was observed: liner fully expanded, distal tip opened as designed. Slight curvature of sheath shaft. No abnormalities noted on sheath. Due to the nature of the complaint, no functional or dimensional testing was available to be performed. The reported event was unable to be confirmed based on returned product evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to remove device. The benefits of the device outweigh the risks associated with difficulty or inability to remove sheath system from patient and/or system components interfere with vasculature, resulting in percutaneous intervention. Sheath retrieval difficulties could be promoted through tortuous and/or calcified anatomy, which could create constrained conditions or non-coaxial withdrawal trajectories. However, no details were available with respect to patient access characteristics. In addition, it was noted that there might have been a perclose failure. Therefore, due to insufficient information, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 26mm sapien 3 ultra valve in the aortic position. The valve was implanted successfully. There were no insertion difficulties. During removal of the 14f esheath damage at the access site was observed. There may have been withdrawal difficulties of the sheath. A cutdown was required. Patient was transfused but stable when they left the hybrid. Doctor reported the sheath might have had damage that could have caused the injury/withdrawal difficulties. It is to be noted, there was a non edwards closure device failure.

Manufacturer narrative:
Investigation is underway.